Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, stored egms revealed inappropriate shocks. Lead was capped and replaced. Patient condition is good after the event.